Event description:
The patient was administered a general anesthetic and placed in the lithotripsy table in a frog leg position. The glidewire was passed through the ureteral catheter and into the renal pelvis.they were unable to pass the flexible ureteroscope (6.7fr)all the way into the renal pelvis because the patient was in the frog-legged position. It was not felt necessary to do that for the stone. The ureteroscope was then withdrawn. An effort to remove the glidewire was not possible. As they attempted to remove the glidewire some of the covering of the wire was stripped off the wire itself. They used three-pronged graspers to remove that without difficulty. The patient was awakened and returned to the recovery room in satisfactory condition.